Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the correct aortic position. A mild paravalvular leak (pvl) was reported and a balloon aortic valvuloplasty (bav) was performed. The balloon was delivered through one of the valve struts and caused the valve to move up. The balloon became lodged in the valve and could not be released. Several attempts were made to release the valve, however, were unsuccessful. The patient had open heart surgery to remove the valve and balloon and a surgical valve was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.